Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. Input disk seven was found completely detached from the base of the housing which causes the grip cable to be loose at the distal. Hence, the clip applier misfiring. The instrument was also found to have a loose grip cable at the distal end. The instrument had a broken input disk at the proximal end. As a result, the grip cable became loose. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the large hem-o-lok clip applier instrument misfired four times. After the instrument was cleaned, it was noted that an input disk was broken off. The procedure was completed with no reported injury.